Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - expiration date 10/2018. Manufacture date ¿ ni. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. This report is number 1 of 2 mdrs filed for the same event (reference 3006946279-2016-00284 / 00285). Discarded.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. This event occurred with a second package also. There was no patient injury as a result of the event. There was a delay in procedure of approximately five minutes. A third bone cement was used to complete the procedure.